Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple loss of prime warnings associated with non-zero low force. The pump powered up to the verify screen with auditory and vibratory features. No tactile issue was found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without loss of prime alerts. The force sensor calibration reading was within specifications. Normal bolus was executed and recorded corrected. Unrelated to the complaint, the bolus button cover was found to be torn. While the button was operable, the audio bolus function could not be tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alerted for loss of prime multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.